Event description:
Initial reporter indicated that the patient had their vns therapy system, generator and lead explanted due to infection. The infection is believed to be related to the surgery itself or hospital environment. No cultures taken at the time of explant. Good faith attempts are being made for product return.

Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.